Manufacturer narrative:
(B)(4). Concomitant medical products: cemented tibia stemmed, catalog #: 42532006401, lot #: 62711620. Fixed bearing articular surface ps, catalog #: 42511400511, lot #: 62632002. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06420, 0002648920-2018-00823. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain.